Event description:
On (B)(6) 2013, intuitive surgical, inc. (Isi) received the thoracic grasper instrument from the hospital in a damaged condition. No information concerning the defect(s) were provided to isi.

Manufacturer narrative:
Failure analysis investigation of the returned instrument found that some of the insulation on the instrument's main tube was removed and missing, exposing the exposing the metallic layer underneath. The scratches were .063 - .135 in length. No other damage was found. The damages to the instrument found during failure analysis investigation does not constitute a reportable event; however, the damage to instrument's main tube insulation could likely cause or contribute to an adverse event, if the malfunction were to recur. Several attempts have been made to gather additional information from the hospital; however, no additional information has been received. A follow-up medwatch report will be submitted to the FDA if additional information is received.